Event description:
Brush has broken off in mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that the oral-b toothbrush broke off in their mouth. No injury was reported. 26-may-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
26-may-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush has broken off in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush broke off in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.